Event description:
A filter placed in 1990 migrated and two filter legs penetrated the duodenum. The two legs were surgically removed and the filter remains implanted. The physician feels the pt is protected and is not planning any further action. Attempts to determine the catalog number or filter type have been unsuccessful. This device remains implanted. Therefore, no failure analysis will be available.